Event description:
Bed was sent by nursing to biomed for repair of 'bad brakes'. Upon inspection, bed failed the lateral pull test at 38# vs a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to replace brake kits.